Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation of the returned device is complete. A visual (with the naked eye) and microscopic inspection were performed and identified the cracked light blue main body of the device. Underwater leak testing and clamp function testing were performed and noted broken occluder feet, (B)(4). Cleas passage testing was performed with no issues noted. The cause of the cracked light blue main body could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Device was received and evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During sample evaluation, a cracked transfer set was found. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.